Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024 and product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2024 and product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-nov-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 10-nov-2027 and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that sometime during the week of (B)(6) 2024 the patient (pt) was in the shower and slipped.  The pt did not fall as they were able to remain on their feet, but they did the splits and twisted their back.  After that occurred, they started to experience an increase in low back pain and leg pain and a new pain from their right hip over into their right groin.  The pt had an x-ray, which did show a slight lead migration.  The rep met with the pt on (B)(6) 2024 for reprogramming.  They provided the pt with three new programs to try based off the new lead locations seen on the x-ray.  The pt will try each group for one week to see if they can get at least 50% or more relief by increasing / decreasing stimulation to comfort.   The ins was also interrogated and they were able to get stimulation to the pt's left lower back and only into the right lower buttocks.  Impedances were checked and were within normal limits.  If the pt finds they are not getting sufficient relief, they will contact their doctor's office.  The pt denied any other issues on (B)(6) 2024.  Pt weight was requested but was not made available to the rep.  No reported issue with the ins.